Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the subject device. The customer reported the tip was broken. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. Results of the additional evaluation are pending. A patient identifier was not provided and is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the service history review: lot #a7pa24/5301449 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-aug-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used the reduction forceps with serrated jaw-ratchet 144mm to apply pressure to the bone and the tip broke off cleanly. There were no other fragments, and no part of the instrument went into the patient. Another part was immediately on hand, and there was no delay in the surgery. There was no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition is confirmed for the returned reduction forceps as one distal tip is broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Although the root cause cannot be definitively determined, it is most probable that the method of use and/or extensive wear over the devices 8.5 year lifetime resulted in the complaint condition. One reduction forceps with serrated jaw, ratchet, 144mm (part number 399.99, lot number 5301449) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a service and repair history review and evaluation were performed. The device was found to have been manufactured in august, 2006 and the repair technician confirmed that the tip was broken and not repairable. This device is part of the small fragment instrument and implant set (105.421) and is utilized in various procedures for fracture reduction (small fragment locking compression plate (lcp) system technique guide). The returned device was received with one of the distal tips broken off approximately halfway into the serrated portion. The break is located between the 5th and 6th teeth and the fracture face appears homogenous. The broken portion was not returned. There is a small piece of orange tape, presumably placed by the user, on one handle of the device. The balance of the device is in good condition and functions as intended. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. A review of the current design drawing and the drawing revision at the time of manufacture was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. The design history was found to not impact the complaint condition. Therefore, the complaint condition was determined to not be the result of a design deficiency. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the damage, the returned condition is consistent with excessive force and/or extensive wear over the devices 8.5 year lifetime. Information on care and maintenance is provided per the processing synthes reusable medical devices - instruments, instrument trays and graphic cases. The design is adequate for its intended use and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.